Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump. It was reported that the patient was hospitalized. The patient was showing no signs of underdose or overdose. The hcp wanted to interrogate the pump to see the treatment and drug concentration/flow. The hcp did not have a programmer available and requested a manufacturer's representative (rep) to interrogate the pump.